Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump got damaged. The customer's blood glucose was 103 mg/dl. The customer stated that clear plastic ring was coming off of the reservoir compartment and rubber gasket falling off too. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The information on common device name was incorrect with the initial report. The correct information has been provided with this report.